Event description:
It was stated that the insulin pump had low battery life. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. Unable to test for the low battery alarm due to the blank display.